Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a possible electromagnetic interference. It was noted that a lead integrity alert (lia) was triggered for high-rate non-sustained episodes and short v-vs. Follow up via transmission to the clinician reveal normal function. The device remains in use. No patient complications have been reported as a result of this event.